Event description:
It was reported via our sales rep, that he was observing a surgery procedure. During surgery, it was noted that inserting the tissue sleeve is very inaccurate. Another target device was used to complete the surgery.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.